Event description:
Customer reported that on (B)(6) 2014 at 7:35 p.m. She tested her blood glucose and receiving a message "hi" (a reading >500 mg/dl) on the display of her adc blood glucose meter. Customer further reported she did not experience symptoms but self-presented to an emergency room at approximately 8:30 p.m. Customer's blood glucose was checked at approximately 9:15 p.m. And a reading of 120 mg/dl was obtained on the hospital's meter. No diabetic diagnosis was reported and customer was treated with "saline water" via intravenous infusion. No other medication was given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1350844) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter. All pertinent information available to abbott diabetes care has been submitted